Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported inaccurate psi measurement. No consequences or impact to patient were reported.

Event description:
The customer reported inaccurate psi measurement. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The sedline module passed visual inspection and successfully established connection to the root. The device was able to obtain accurate measurements and no errors or interruptions were observed. The module was determined to be functioning as designed.